Event description:
Rrt rn to ed for trauma. Pt bleeding, blood running, txa ordered and started by pharmacy on a new baxter IV pump at a rate of 750 ml/hr, and this med is cold. Pump began beeping air in line fairly soon after infusion started. Per class instructions, door opened and line inspected for air. There was no air in the line. Infusion restarted. Pump stopped and beeped air in line multiple times more. No air seen. Both rrt rns and ed staff inspected line. IV tubing was removed from pump multiple times, checked for air, slide clamp and tube position changed multiple times. Lv pump continues to run and then beep air in line. Tubing in use currently is the bolus tubing recommended by baxter reps upon the reintroduction to the new pumps for cold fluids or fluids running fast. Pump changed out. Same issue. Baxter rep called by ed cn. There is now extremely tiny bubbles of air in tubing that were not there prior. Rns unable to move air to upper section of tubing. Tubing moved lower and higher above and below microbubbles. Pump continues to alarm air in line. Baxter rep in room, recommends moving tubing up, down, moving slide clamp. All of these interventions had already been done by staff to no avail. Retried anyway, no change. Tubing changed out to regular tubing. Infusion ran for a couple minutes and then alarmed air in line. Staff continued to inspect for air and restart the pump until bolus finally infused, taking much longer than recommended for a patient this unstable. From safety stop: (B)(6) 2019: (B)(6) year old mallet trauma patient brought to ed. Nurse was attempting to infuse high flow chilled fluids and baxter pump alarmed and was not infusing. The baxter rep was on site and was also not able to get the pump working. Two pumps were tried and both alarmed. Baxter pump safety stop: while attempting to infuse medication emergently, the pump alarmed air in line.